Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported the clear cap of her lancing device broke and she had to use lancets without the lancing device. The customer also reported that as a result of using lancets, her finger got infected and she self-treated by using epsom salt, an otc topical antibiotic medication and an otc analgesic medication. Additionally, the customer reported she went to her doctor who provided an unknown antibiotic medication for the infection. There was no report of death or permanent impairment associated with this event.